Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in the brazil. It was reported that patient faced infusion set leakage event (B)(6) 2024. The leakage was in the tubing. No further information available.